Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Fixation range/levels: th10-s2ai, procedures used: posterior lumbar interbody fusion (plif) on l2-l4 and transforaminal lumbar interbody fusion (tlif) on l4-s1 it was reported that the patient underwent fusion surgery. Post-op, screws placed at l4, l5, and s1 were reported to be loosened. A lot of metallosis was observed. Revision surgery was performed due to screw loosening and non-union. Re-fixation was performed at l2-s2ai with posterior lateral fusion with new screws, rods and crosslink.

Manufacturer narrative:
Additional information: x ray review- post-op CT and x-ray images from bony segment thoraco pelvic fixation shows a set screws out of the screw heads in the sacral and iliac screws. There is a loosening in the bone and loosening of the screws at the interior levels implying that solid bony fusion had not occurred. Hardware placements otherwise appears appropriate. If information is provided in the future, a supplemental report will be issued.